Event description:
The customer reported that they have had multiple cases of leaking between the maxplus connector and cadd pump tubing while infusing 5fu in the oncology outpatient infusion centers. The leaking typically occurs approx 24-36 hours after initiation of the infusion. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.